Manufacturer narrative:
The field service engineer found two bent probes and another probe blocked with plastic from a cassette. He replaced the two bent probes, cleaned the blocked probe, and made adjustments. Qc was acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable iron2 iron gen.2 results for three patients with the cobas 6000 c501 module. Patient 1: the initial result was 822.79 ug/dl. The repeated result was 25.66 ug/dl. Patient 2: the initial result was 730.15 ug/dl. The repeated result was 27.63 ug/dl. Patient 3: the initial result was 337. 84 ug/dl. The repeated result was 61.50 ug/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 50858901 with an expiration date of 31-oct-2021.